Event description:
It was reported that a user experienced bluetooth interference with the dexcom g7 continuous glucose monitor (cgm) while at a crowded conference, resulting in signal loss and inability to maintain pairing with the sensor; the user was instructed to toggle bluetooth, restart the device, re-enter the pairing code, keep the phone close, temporarily disable wi-fi, and use cellular data, after which the pairing process restarted. Symptoms included intermittent loss of cgm communication with no adverse clinical symptoms reported. Outcomes included temporary interruption of glucose data availability without health impact. User support included remote troubleshooting and user education regarding wireless interference in crowded environments. Investigation of this case revealed likely environmental radiofrequency interference affecting cgm-to-phone connectivity consistent with known wireless communication limitations; the responsible device was not definitively identified. It was concluded, based on previously established findings for similar reports, that the cause was electromagnetic interference in the use environment.